Event description:
It was reported to the MFR that the vns pt's device has been replaced due to a lead discontinuity. It is unk how the lead discontinuity was diagnosed. It is unk if there was any pt manipulation or trauma to the device site that may have contributed to the reported event. It was indicated that the pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. According to the medical professional, no discontinuities were visualized on the x-ray views of the device. Good faith attempts to obtain add'l info regarding the reported events and the explanted products for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.